Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The rep indicated that the patient had not received their ID card since their revision in (B)(6). The rep stated according to the registration everything looks to be the original device from (B)(6) 2016. The rep indicated that they were not at the (B)(6) revision but they have in their notes/ calendar that the patient had revision on (B)(6) 2017 so there may have been a rep present. The rep indicated that there was a migration/ dislodgment, the lead was anchored but it still buckled. Additional information was received from a rep. It was reported that no devices were actually replaced. The notified date was (B)(6) 2016. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Contains the correct aware date of the event. If information is provided in the future, a supplemental report will be issued.